Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Neutrophil analysis is not possible on serum (sst tubes). A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there were erroneous results there were several cases of neutropenia. This occurred on 100 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: we have received the message from the study team that has identified several cases of neutropenia that they would like us to investigate. They provided us with the following information about the articles: bd 367957: 3.5 ml vacutainer serum gel (eurofins art. 1410301082), see hereafter the lot numbers: 8338716, 9007541, 9030818, 9057554, 9063876.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8338716. Medical device expiration date: 2020-06-30. Device manufacture date: 2018-12-04. Medical device lot #: 9007541. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-01-07. Medical device lot #: 9030818. Medical device expiration date: 2020-07-31. Device manufacture date: 2019-01-30. Medical device lot #: 9057554. Medical device expiration date: 2020-08-31. Device manufacture date: 2019-02-26. Medical device lot #: 9063876. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-03-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there were erroneous results there were several cases of neutropenia. This occurred on 100 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: we have received the message from the study team that has identified several cases of neutropenia that they would like us to investigate. They provided us with the following information about the articles: bd 367957: 3.5 ml vacutainer serum gel (eurofins art. 1410301082), see hereafter the lot numbers: 8338716, 9007541, 9030818, 9057554, 9063876.